Event description:
It was reported there was a volume discrepancy at the first refill following a pump replacement. The actual residual volume, 38ml, was greater than the expected residual volume, 5.8ml. The patient was noted as being unresponsive to therapy and dose increases. No pump alarms were indicated. A dye study was planned to be performed in the next couple of weeks. The drug in the pump was lioresal, concentration 500mcg/ml. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #8709sc, lot # n297326006, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
(B)(4). Analysis of the returned pump revealed deformed pump tube in the pump head. It was noticed that during analysis that the pump was not dispensing at the max rate and believed that the reason maybe a mechanical related. A volume infusion test was performed over 34 days and showed that the pump did infusion within specifications. The outlet side of the pump tube appeared to have had a kink in at one time; it was decided to occlude the outlet port of the pump and run at a max rate (24 ,000 ul/day) to observe the tube behavior. It was noted during this test that the pump tube outlet would migrate and bind. The occlusion was removed at the outlet port still running the pump at max rate. It was noted that the pump tube still would rock back and forth and that the pump head tube guides would rub and or "grab" the tube and pull towards the inlet side of the pump head. Further analysis of the pump tube showed mechanical wear at 14 mm from outlet and 67 mm from inlet for a total tube length of 81 mm. The wear damage was in the 6 o'clock position or on the bottom side of the pump tube. It was believed that there was a possible occluded catheter at some point that caused the large volume discrepancy; however, it was also concluded that this was not proven because the catheter was not returned for analysis. It was also believed that there was a possibility that an occlusion at the pump outlet port or in a catheter caused the pump tube to bind and deform enough to affect the max rate dispenses accuracy testing.

Event description:
Additional information: it was further reported that on (B)(6) 2011 a fluoroscopy was done and there was no return of csf (cerebrospinal fluid) or drug flow. Per the reporter the pump was explanted on (B)(6) 2012, due to reservoir volume discrepancies. Per reporter the patient was "doing good now".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: both a rotor and dye study were performed, however results were not reported. The event was determined as being device related. The pump was explanted and replaced.

Event description:
Additional information: the patient was experiencing underdose symptoms since he was not receiving drug. The cause of the volume discrepancy was unknown to the reporter. It was believed the patient was "doing better". It was also clarified that the drug administered via the patient's pump was gablofen and not lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results of the returned device were not available as of the date of this report; a follow-up report will be sent when it is completed.